Manufacturer narrative:
The fastening system and cot were evaluated by an authorized field technician at the complainant's site. It was observed the cot would not lock into the fastener unless manually pulled. The fastening system was replaced and returned to service. The cot was also evaluated and it was observed the patient right side arm rail and release was bent. The side arm rail and release was replaced and the cot was returned to service. No further information was provided regarding the patient's alleged injury.

Event description:
It was reported an ambulance was involved in a motor vehicle accident where it was impacted on the passenger side by another vehicle traveling about 35 mph. It is alleged at the time of impact the cot released from the antler and the cot shifted to the patient's right side and the patient struck their head on a cabinet causing a laceration. The patient remained secured on the cot throughout the accident. The patient was treated for the laceration and another medic was called to continue the transport of the patient. No additional information has been provided on the patient. An investigation of this incident has been initiated.

Event description:
It was reported an ambulance was involved in a motor vehicle accident where it was impacted on the passenger side by another vehicle traveling about 35 mph. It is alleged at the time of impact the cot released from the antler and the cot shifted to the patient's right side and the patient struck their head on a cabinet causing a laceration. The patient remained secured on the cot throughout the accident. The patient was treated for the laceration and another medic was called to continue the transport of the patient. No additional information has been provided on the patient. An investigation of this incident has been initiated.